Manufacturer narrative:
This report is submitted on february 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2017. There are no plans to re-implant the patient with a new device as of the date of this report.